Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) lead. The health care professional (hcp) called for review of device data. Technical services noted there was noise on the rv rate sense channel as well however, the noise is not being sensed. Ts suspected the noise is due to myopotential/ diaphragmatic noise. Additionally, there was intermittent undersensing which was being blanked. The patient is dependent on therapy. At this time, the system remains in service. No adverse patient effects were reported.